Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: not related.

Manufacturer narrative:
(B)(4). Date sent; 9/21/2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6), (B)(6) medical center, sex: female, age (at time of consent): 64 years, model: lxmc13, device lot number: 28947, date of surgery: (B)(6) 2022, adverse event term: dysphagia, site awareness date: (B)(6) 2022, end date: blank, severity: moderate, relationship to primary study procedure: not related, intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Mechanical. Date of dilation: (B)(6) 2022, drug therapy: yes. Outcome: recovering/resolving. Diagnostic imaging: yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe that the patients dysphagia is due to a primary motility disorder as apposed to the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/10/2022. Additional information received: severity: severe. Is the adverse event serious? Yes. Resulted in medical or surgical intervention: yes. Relationship to primary study procedure: causal relationship. Linx explant: yes. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? :yes. Relationship to study device : causal relationship additional information was requested, and the following was obtained: when did the device get explanted? The device will be explanted today, (B)(6) 2022. Does the surgeon believe that the patients dysphagia is due to a primary motility disorder as apposed to the device? The relationship to study device was updated to ¿probable¿, but dr. States that subject did not have a motility disorder.

Manufacturer narrative:
(B)(4); date sent: 10/27/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 28947 batch number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: was the linx explant a result of an adverse event per protocol definitions?: yes. If yes, choose the primary ae log line, start date and term: #002 (B)(6) 2022-food impaction laparoscopic: yes. Were any concomitant procedures performed?: yes. Describe any notable observations during the explant procedure: none. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank - index. Outcome : recovering/resolving - not recovered/not resolved.

Manufacturer narrative:
(B)(4); date sent: 11/30/2022. Ai received: end date : blank- 07 nov 2022 outcome : not recovered/not resolved - recovered/resolved.

Manufacturer narrative:
(B)(4). Additional information received: awareness date: 16 aug 2022 => 22 sep 2022.

Manufacturer narrative:
(B)(4). Additional information received: updated log line 1, awareness date : 22 sep 2022 => 16 aug 2022.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. Additional information received: patient info: 52.7kg 162.6cm. Pre existing conditions: gerd, depression, high blood pressure, high cholesterol, tia, parkinsons. Linx explant followed by partial fundoplication.

Manufacturer narrative:
(B)(4). Additional information received: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : blank, yes. If event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? : yes n/a. Diagnostic imaging: yes. Relationship to study device: not related. Relationship to primary study procedure: not related.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. Additional information received: updated log line 3: diagnostic intervention: no = yes. Date of dilation: blank = (B)(6) 2024. Dilation performed: no = yes. Indicate type of dilation?: blank = mechanical. Drug therapy (prescription): no = yes. Intervention/treatment (check 'none' or all that apply) none : no = yes. Updated log line 3: intervention/treatment (check 'none' or all that apply) none: yes = no.